Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the algorithm did not detect the arrhythmia during wear. The healthcare provider (hcp) was immediately notified, and irhythm learned that the patient would not be treated for arrhythmia at this time. However, the patient was scheduled for an electrophysiology (ep) follow-up appointment. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.